Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address the occlusion and subsequently, a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 300-380 mg/dl.